Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited a "no disposable" alarm. Per reporter about 91 ml remained in the cassette. It was reported that that a second pump also alarmed when the cassette was placed. A new cassette was subsequently placed and alarm was resolved. No adverse patient effects were reported. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).